Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 800 mg/dl. The customer was in emergency room. The customer thinks insulin pump was under delivering. The customer was using insulin pump within 48 hour of high blood glucose event. The customer experienced symptoms such as nausea and vomiting. The customer was treated with insulin drip. Customer stated the buttons were responding now. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Device had no button response on the menu button due to corroded electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test due to no button response. Unable to perform the displacement test, occlusion test and delivery accuracy test due to no button response/missing retainer. Unable to verify possible under delivery anomaly, button error alarm/stuck button alarm or unexpected alarms due to no button response/missing retainer. No damage noted on the keypad traces. During visual inspection, found the j1 keypad connector on electrical board was properly locked. Device uploaded properly using carelink. Device also had missing reservoir tube o-ring, missing display window cover, scratched case, cracked battery tube threads, cracked case battery tube side and a pillowing keypad overlay. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device had no button response on the menu button due to corroded electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test due to no button response. Unable to perform the displacement test, occlusion test and delivery accuracy test due to no button response or missing retainer. Unable to verify possible under delivery anomaly, button error alarm or stuck button alarm or unexpected alarms due to no button response or missing retainer. No damage noted on the keypad traces. During visual inspection, found the keypad connector on electrical board was properly locked. Device uploaded properly using carelink. Device also had missing reservoir tube o-ring, missing display window cover, scratched case, cracked battery tube threads, cracked case battery tube side and a pillowing keypad overlay. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. Inspected the motor assembly and the force senor, no moisture damage was found.